Event description:
It was reported that the lead exhibited oversensing, undersensing, and noise. Additionally, the lead exhibited a rising threshold and a loss of capture. The lead was explanted and replaced. It was further reported that following the replacement procedure, there were additional episodes of oversensing and undersensing and the lead integrity alert (lia) triggered. It was suspected that there was a connection issue with the device. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead exhibited oversensing, undersensing, and noise. Additionally, the lead exhibited a rising thresholds and a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.